Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the last eight years. Ranging from 65 ohms to the high out of range measurement greater than 125 ohms, at 138 ohms. Technical services (ts) discussed programming options and testing at the physician's discretion. No adverse patient effects were reported. The device remains in service.